Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
Heavily calcified target lesion, the turbohawk device got lodged in the lesion on the initial pass, and would not advance or pull back. The physician continued working with the wire to facilitate dislodging the turbohawk device. However, the tip of the turbohawk broke off during removal attempts and remained in lesion. The patient was scheduled for surgery to remove the broken piece that was left in the artery.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Additional correction.

Event description:
The turbohawk device was received for evaluation with the cutter driver (attached), a fractured guidewire (unknown make/ model) and a snare wire looped over the distal fragment of the fractured guidewire. The distal tip assembly was missing its tapered rotating tip. The guidewire lumen exhibited a longitudinal tear along its entire length. Damage of this nature has been observed when the guidewire is prolapsed or wrapped around the device proximal to the turbohawk's rx wire lumen and the device is then pulled into the guide sheath. This causes the guidewire to tear the rx lumen. The guidewire exhibited a knot at the proximal end of the distal segment. The fracture face coincided with the proximal edge of a tube joint. The guidewire also exhibited significant bends. It could not be determined how much of the noted damage occurred during the procedure and how much occurred post-procedure. The heat shrink jacket of the snare device exhibited longitudinal skiving suggesting that the wire was being held by the torque device (pin-vise) and was subjected to tensile forces significant enough to cause the jaws of the torque device to cut into and skive the jacket.